Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 2 of 4 was not confirmed in the lab. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the supply bag fell and disconnected. The hp stated that the supply bag fell off and the spike came out. The hp was able to provide the lot number of the cassette (h10b05094) and returned the companion sample. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. The companion sample was placed on machine for priming and run with no alarms noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab; therefore the root cause of the complaint was not determined. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The companion sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
The home patient (hp) was receiving alarms and stated that the supply bag fell off and the spike came out. The hp was advised to call the registered nurse (rn) within 24 hours and let the rn know what happened. The proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2010. The hp stated that he has been doing peritoneal dialysis (pd) for 13 months and this is the only time this has ever happened. The hp stated that the supply bag was three quarters full and had disconnected. The hp decided to stop therapy for the night and started therapy again as usual the next night. The hp stated that the night of the event, he went to the clinic and received prophylactic antibiotics. The hp has been doing fine and continuing therapy on the cycler as usual.